Manufacturer narrative:
Vyaire complaint #:(B)(6). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, it is alarming vent inop and autocycles. The customer stated there was no patient involvement associated with this event.

Manufacturer narrative:
Results of investigation: the vyaire service department received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a defective flow control valve.